Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner was failed. A field service engineer upon arrival screen issue was resolved, replaced new bio metric identifier to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 scanner was not working. The system experienced issues with the screen and the biometric identifier. However, there were no delay to patient care, adverse events or injuries reported based on this incident.